Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative an ankle fracture open reduction and internal fixation procedure, the patient presented with wound dehiscence with retained hardware. It was noted that three suturing devices were used. Wound vacuum placement was performed to resolve the issue.